Event description:
It was reported that during a thoracotomy lobectomy procedure, the staple line was leaking on the bronchus. The staples were not formed properly where the air leak was located. Sutures were used to correct the leak. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.